Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that impedances were measure and electrodes 4 & 7 were at 77 ohms. The left side was normal. The right side therapy impedances were >4,000 and current as >15ua. Electrode impedance for programmed right side was c+ and 5- measured 690 ohms at default (along with other right side contacts) increased to 2.0v and c & 5 were then 928. They couldn¿t explain why therapy measurements were >4,000 and electrode impedance was 928 ohms, but the patient had not therapy issues per caller. Additional information was received from the hcp. They stated that the cause of the impedances was unknown, there was not actions/interventions taken to resolve the issue, and the issue didn't resolve. Troubleshooting resolved reported issues.

Manufacturer narrative:
Product ID 37601, serial# b)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer, via a manufacturing representative (rep), indicated the ins was interrogated and impedances on right 4 and case were undetermined: it displayed ??? Even at higher voltages. There was a short at 4 and 7 (64). The short was the only issue that was apparent after the ins replacement. Since that circuit was not being used in the patient's current programming, the surgeon was not concerned. No patient symptoms or further complications were reported as a result of this event.